Manufacturer narrative:
(B)(4). Device is not returned to the manufacturer as of the date. During processing of this complaint, attempts were made to obtain complete event. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. Asahi (B)(4) products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release record for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information, it is inferred that tip was advanced and trapped in the calcified cto lesion, where rotational manipulation with excessive manner and/or pull back manipulation with force was made for removal, resulting the breakage of tip of the catheter due to the force exceeding the product design limit. IFU warning section describes: - do not use in advanced calcified lesion. - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel. - do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damages or rupture the catheter, or damage the blood vessel.

Event description:
To treat moderately calcified cto lesion at proximal of rca, physician was advancing corsair over other company's guidewire. The tip of the corsair became entrapped in the cto lesion and during the disengagement of the corsair, the tip became detached. Removal of the broken fragment was attempted, but it was unable to retrieve. Since the fragment was trapped in calcified lesion, it was thought to not move upstream as flow into rca antegrade and no complication is reported with the patient.

Manufacturer narrative:
Single reporter exemption (B)(4). (B)(4); IFU describes as contraindications: do not use in advanced calcified lesions. As warnings: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.)

Manufacturer narrative:
Single reporter exemption # (B)(4). (B)(4). Device returned to the manufacturer (B)(6) 2015. Based on the investigation of the returned device and obtained information, it is inferred that tip was advanced and trapped in the calcified cto lesion, where rotational manipulation with excessive manner and/or pull back manipulation with force was made for removal, resulting the breakage of tip of the catheter due to the pulling force exceeding the product design limit. IFU warning section describes: do not use in advanced calcified lesion. If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damages or rupture the catheter, or damage the blood vessel. If any resistance is felt during the removal of the microcatheter, remove the microcatheter and the guidewire as a unit while checking under.